Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm. On (B)(6) 2024, the patient developed redness under the sensor pod area only. Prior to sensor insertion the area was prepped with alcohol. On (B)(6) 2024, the patient started taking an unspecified prescription oral antibiotic medication to treat the reaction. No additional patient or event information is available.